Manufacturer narrative:
On 17-feb-2026, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a varipulse¿ bi-directional catheter and upon insertion into the patient¿s body, the loop diameter did not decrease, and there was no change when checked outside the patient¿s body. The wire was broken. This issue was noted immediately after insertion into the patient¿s body. The loop of the catheter was stuck in a full contracted position, and the knob was unable to be turned up or down. The device was replaced and the procedure continued. The case was completed. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, deflection and rotation test of the returned device were performed. Visual inspection revealed waviness while deflected. Deflection and test was performed, and the device failed to deflect to the specifications and waviness along the shaft was observed during the test. The entanglement components condition was confirmed dissecting the shaft. Due to the deflection issues, device handle was dissected, and the compression coil was found slipped down from its place causing a deficient deflection and contributing to the waviness of the shaft, additionally, the contraction mechanism was not stuck, the loop was found relaxed, it wasn't possible to make the loop smaller or bigger due to the contraction puller wire was found broken inside the handle area. A manufacturing record evaluation was performed for the finished device 31707006l, and no internal action was found during the review. The contraction issue reported by the customer was confirmed as the puller wire broken condition could be related. The root cause for the broken puller wire is traced to manufacturing process. The root cause for the waviness, the deflection issue is traced to manufacturing process. The waviness and deflection issue was unrelated to the reported event. The instructions for use (IFU) contain the following information: use the rocker lever to deflect the catheter tip. When the lever is turned out of the neutral position, the tip deflects in the same direction as the lever. The amount of deflection is relative to the amount of lever rotation. To straighten the tip, return the rocker lever to neutral position. Verify that the loop on the catheter tip contracts and expands properly. To contract the loop, point the catheter away from the user and, with the rotating contraction knob on the handle facing the user, turn the rotating contraction knob clockwise until the minimum diameter of the loop is reached. To expand the loop, turn the rotating contraction knob counterclockwise until the maximum diameter of the loop is reached. This product issue will be addressed through the quality system. Internal actions were opened to investigate and improve the process for reducing this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a varipulse¿ bi-directional catheter and upon insertion into the patient¿s body, the loop diameter did not decrease, and there was no change when checked outside the patient¿s body. The wire was broken. This issue was noted immediately after insertion into the patient¿s body. The loop of the catheter was stuck in a full contracted position, and the knob was unable to be turned up or down. The device was replaced and the procedure continued. The case was completed. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).